Manufacturer narrative:
On 11-jul-2024, it was noticed the full UDI number was inadvertently omitted from the 3500a initial medwatch report. The full number has now been added to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc for evaluation and the evaluation has been completed. Bwi conducted a visual inspection, temperature, impedance, and patency test of the returned catheter. Visual analysis of the returned sample revealed reddish material inside pebax due to a hole in the pebax of the catheter. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined; and could be related to the failure described by the customer. Temperature, impedance and patency testing was performed in accordance with bwi procedures. The catheter passed the generator tests, and the patency test. The device was irrigating and flushing correctly. No obstructed holes were observed. No irrigation issues were observed. The temperature issue reported by the customer could be related to the damage in the pebax. The instructions for use contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that there was a temperature slope too high error on the ngen. The catheter was flushed and the issue persisted. It also reported that error 273 catheter error appeared on ngen. When the catheter was replaced, the issue was resolved. The customer's reported high temperature issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.